Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. The caller was advised to try different charging approaches, and ultimately, using a non-tandem wall adapter and charging cable resolved the issue. The pump began charging successfully, and no further assistance was required. Technical support arranged to send a replacement tandem wall adapter and charging cable to the customer.